Event description:
It was reported that the patient presented for in-clinic visit. During interrogation, the patient experienced diaphragmatic stimulation and change in thresholds;left ventricular lead dislodgement was suspected. The lead was repositioned and will remain implanted. No additional information available.

Event description:
New information received notes that the patient was stable post procedure.